Event description:
The pt had remote intercapsular cataract extraction with the insertion of an anterior chamber iol in about 1982 in the left eye. He now had diffuse corneal edema and pseudophakic bullous keratopathy of the left eye possibly due to the iol. For pain relief from the bullous keratopathy and to improve his vision, surgery was performed to explant the leisky ac iol, do a corneal transplant, and to implant a new posterior chamber lens.